Event description:
Left knee stiffness [joint stiffness], swelling of left knee [joint swelling], left knee pain [arthralgia], left knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a healthcare provider via a company representative, regarding a (B)(6) male patient with a history of previous synvisc treatment and a previous flare reaction to synvisc in (B)(6) 2009, initials (B)(6), who experienced left knee swelling, pain, and stiffness and left knee effusion after receiving synvisc-one. The patient received one synvisc-one injection into the left knee on (B)(6) 2010. The patient experienced left knee swelling, pain and stiffness the same evening. On (B)(6) 2010, 55 cc of synovial fluid was aspirated and the patient was injected with 80 mg of depo-medrol. At the time of this report, the outcome of the patient was unknown. The lot number was reported to be x0908. See (B)(4) for other adverse events from this reporter. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.